Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of session records revealed atrial oversensing. Episodes of noise reversion were previously noted. Noise could not be reproduced with isometrics. Possible cause of atrial noise myopotential oversensing. Programming changes were recommended. No further information is available.